Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2017865-2022-12840; related manufacturer reference numbers: 2017865-2022-12841; related manufacturer reference numbers: 2017865-2022-12842. It was reported that the patient presented in clinic with systematic infection. The whole system, including the implantable cardioverter defibrillator, atrial lead, right ventricular lead and left ventricular lead, was explanted. Patient condition was stable pre, during and post procedure.